Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no patient injury reported. No further info was available.